Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an over infusion of heparin event. The report was provided to bd representatives during their site visit. There was patient involvement but the information on patient harm is unknown.